Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Please clarify how the procedure was complete any patient consequences?

Event description:
It was reported that a patient underwent a kidney surgery on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 03/31/2021. A manufacturing record evaluation was performed for the finished device batch mlq648, 8709h56 and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide lot number: mlq648. Please clarify how the procedure was complete: surgeon requested for another prolene suture. Any patient consequences? No patient consequences reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.